Event description:
It was reported via merlin.net transmission that the patient's atrial lead exhibited high pacing impedance. The atrial lead remains unaddressed. The patient was in stable condition.